Event description:
It was reported that balloon rupture occurred. The patient underwent a shunt percutaneous angioplasty of the target lesion located in the cephalic vein. After crossing the lesion with the guidewire, a 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different high-pressure balloon. No patient complications nor injuries were reported.